Manufacturer narrative:
Continuation medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the programming had needed tweaking since they had their implant put in. The patient stated they were told they needed scar tissue to stop the device from moving around in the spine. The patient stated they had a large gap from spinal sac to vertebrae and the channel it was within, unlike someone with a smaller stature. The patient was suffering with the inconvenience and there were problems when they would adjust the implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had notified their physician about these issues three years ago. The patient provided their height and weight at the time of the event. They reported that the scar tissue resolved the issue three years ago and the device was great. No further complications were reported or anticipated.